Event description:
The remb micro drill was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
(B)(4). Upon evaluation, corrosion was discovered in the motor catridge and on the bearings.